Event description:
During a shoulder arthroscopy procedure two bioraptor knotless suture anchors were implanted successfully. During the implantation of the third anchor, the drilling of the insertion site and anchor insertion went smoothly and the suture fixation step was also ok. Problem occurred in the last step, as the surgeon attempted to disengage the suture from the inserter by tapping the distal end with a mallet. However, the orange handle detached from the shaft of the inserter. The surgeon then attempted to disengage the suture anchor from the shaft of the inserter with a clamp. However, it failed. The suture anchor was pulled out with the shaft of the inserter. The surgeon had to prepare another bone hole and completed using a bioraptor 2.9mm suture anchor to repair the left labrum lesion; ultimately leaving the initial hole empty without an anchor.

Manufacturer narrative:
One delivery device was returned with the handle detached from the inserter. No anchor was returned. The knurl on the proximal end of the inserter was measured and found to be within print specification, although right at the low limit of 0.194". There is small area of the knurl which appears damaged due to coming in contact with some external element. There is no indication in the complaint if this technique was utilized. There are no additional complaints on file for this production lot, nor any abnormalities in the device history record. Based on these observations and the isolated nature of the failure mode, no root cause related to the manufacture of the device can be established. (B)(4).